Event description:
In the ICU a phlebotomist was performing a venipuncture with a butterfly unit. When he inserted the second green top tube the device allegedly came apart at the hub (needle assembly detached from vacutainer sleeve). Due to the difficulty of the stick and draw with the pt, he attempted to complete the blood collection by carefully unscrewing the vacutainer needle from the female luer of the butterfly line and attached a syringe. The portion removed was stowed in a container of safety. Due to the activity around the pt and pt movement, the stored device rolled out of the prolective container and under a piece of gauze which hid its presence. Upon completion of the draw the phlebotomist grabbed the "trash", including the used gauze, for disposable. At this time the device allegedly punctured their palm with the used needle.